Event description:
I purchased new dental floss at a (B)(6) location. I have not had to buy a new supply for years. This supply has a bad taste. I am pretty sure the taste is not because of my oral hygiene. I regularly floss and have been doing so for many years. I have never experience a taste like this. I will probably ask for a refund but don¿t want to not say something in the chance the public is at risk. Questions? (B)(4): outside u.s, dial collect (B)(4). Purchase date: (B)(6) 2019. (B)(4).